Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in evs at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The hill-rom tech found the casters were the issue. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2009 and 2011-2014. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake casters to resolve the issue. Based on this info , no further action is required.